Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during fill tubing, no drops of insulin were seen out of the end of the tubing. Reportedly, the luer lock connection did not appear to be straight. The customer disconnected and reconnected the luer lock connection, filled tubing, and saw drops of insulin out of the tubing. The user's blood glucose level was 140 mg/dl.